Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath ceramic beak was broken upon removing from packaging. This was an out of the box failure (e.g., upon receipt or unpacking). There was no patient involvement.